Event description:
The customer reported the patient underwent a superficial temporal artery to middle cerebral artery (sta-mca) bypass surgery on (B)(6), 2014. Lactosorb rapidflap clamps were used on the right cranial bone; the following day they identified the area was raised and the bone fragment was loose. A revision surgery was performed on (B)(6), 2014 due to fracture of the rapidflap clamps.

Manufacturer narrative:
The product was received in a biohazard bag, therefore the products was visually inspected through the bag. The product arrived in several pieces. The damage to the parts due to the explanation did not allow us to fully understand what happened to the parts. With the information provided the potential causes could be increased cranial pressure either due to the patient¿s condition or the placement of the clamps. The follow-up information showed approximate location of the clamps. The clamps were not evenly distributed across the flap. This asymmetry could lead to micro movement of the clamp which could lead to patient discomfort and increased cranial pressure. If the clamps were also not fully seated this could also contribute to the patients discomfort. These are all possible causes of the complaint. However the actual cause could not be determined with the information provided. (B)(4) were updated based on the device evaluation.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.